Manufacturer narrative:
H2) device evaluation: d9 - date returned to manufacturer: 1/29/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a tiny spot of the downstream occlusion (dso) seal that was lifted. The cause of the customer reported problem was insufficient loctite applied on the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative-applied loctite under the dso seal to secure it and fix the issue, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was returned for a repeat repair due to a lifting downstream occlusion seal. There was no patient involvement. The issue was discovered during testing.